Event description:
It was reported that stitch abscess was observed. Insulation damage was noted. The pocket was cleared out and the lead was repaired and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.